Manufacturer narrative:
The revolve stereotactic probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. The device was discarded by the customer which prevents a full investigation and analysis of the root cause at this time. Although no serious injuries occurred, upon consultation with devicor's medical department, this failure mode has been determined to be evaluated as a reportable malfunction. Thus, pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
The sales rep reported that a piece of plastic went into 1st chamber. Procedure was completed with the device.